Event description:
During a routine generator change, the right atrial (ra) lead impedance dropped from 557 ohms to less than 200 ohms and there was insulation damage. It was also reported that the right ventricular (rv) lead impedance dropped from 650 ohms to a minimum of 299 ohms. The physician was concerned about continued degradation, and that the impedance drop was more than the accepted maximum of 20%, possibly indicating an insulation problem. Rather than having to revise the lead in the near future, the physician decided to replace the lead prophylactically. The ra and the rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the lead was returned in segments, analyzed and analysis was performed and no anomalies were found,. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Electrical and cross continuity test passed (electrically). Also, performed destructive analysis and visual inspection no insulations breached was observed. Test results were passed electrically and visually for proximal lead in segments. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58 implantable pacing lead (B)(6) 1998; sedr01 pacemaker (B)(6) 2009. (B)(4).